Event description:
Caller reportedly tested 3.7 inr on the coaguchek xs and 2.8 inr on a comparison lab. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.